Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with broken belt clip slot and battery tube threads cracked.

Event description:
It was reported that the insulin pump has cosmetic damage. The blood glucose reading is 147 mg/dl. Customer stated that when he inserted the reservoir into the insulin pump, the cover popped off. The cover located near the drive support cap and minimed emblem. Customer stated that during every priming process, the cover pops off. Advised the customer that the insulin pump will be replaced. Nothing further reported.